Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 3.5 mm x 11.5 mm (70-1154-imp0006) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: probable causes of lack of primary stability at the osteotomy site could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration". The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.".

Manufacturer narrative:
The patient's race and ethnicity were not provided. The device has been returned. Once the investigation is complete a supplemental report will be submitted. This report is for the 1st of 2 failed implants on the same patient. See report 3011649314-2019-00579 ((B)(6)) for the report on the 2nd implant.

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #2.4 (iso 3950 notation). Pain (sting) and bleeding was reported. The implant lacked primary stability, and was removed on the same day due. The patient's current condition is reported to be fine.